Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to duplicate the reported issue. All testing was performed using a good known test patient circuit. The ventilator passed the extended 25 hour run in test with customer settings without any unusual alarms and conditions. The ventilator passed the ltv final test, which includes many ventilation and alarm functions. The ventilator also passed the volume operation test from general checkout. Internal inspection did not reveal any abnormalities with ventilator.

Event description:
It was reported by the customer that the ventilator's tidal volumes were low. While set to 300, the ventilator was getting 230ml. There was no report of any patient involvement or patient harm associated with this reported issue.